Event description:
Of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, pain, abscess and inflammation. No further patient complications were reported.